Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the black box data begins on (B)(6) 2014; the data from the time of the reported event ((B)(6) 2012) was overwritten due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. The current black box data did not show any evidence of the pump rebooting. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection found no damage to the battery cap or the battery compartment, and the battery cap attached securely to the pump. The pump powered on appropriately to the verify screen with functional auditory and vibratory features, and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there was no damage found to the power circuit or other internal pump components. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012 the reporter, the patient's mother, contacted animas to report the pump had no power. On the morning of (B)(6) 2012 the patient obtained a blood glucose reading of 452 mg/dl and she experienced the symptoms of being tired and thirsty. Troubleshooting revealed the pump history showed a 'low battery' alarm was given on (B)(6) 2012. The reporter claimed she did not hear the alarm. There was no damage seen to the battery compartment or battery cap, and the battery cap was secure. The reporter replaced the battery and power was restored to the pump. The issue was resolved with a new battery. The patient was able to take a bolus dose of insulin via the pump, and her subsequent blood glucose reading was 408 mg/dl. The patient's technique was incorrect by not responding to the low battery alarm and replacing the battery. There was no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, this complaint is being reported.